Event description:
A cartridge alarm 30 was reported by the customer, indicating a recurring issue with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to use a backup insulin pump temporarily and a replacement pump was sent. The customer was advised on the necessary steps for storage mode and the return process of the problematic pump, which they acknowledged and understood.